Event description:
A malfunction was reported by the customer, who encountered a malfunction code labeled as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed they could continue using the pump and should contact support again if the issue returned.